Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that a patient with a 21mm pericardial aortic valve, implanted for approximately nine (9) years and eight (8) months, underwent a valve-in-valve procedure due to aortic insufficiency secondary to structural valve degeneration. The tavr was performed with a non-edwards transcatheter heart valve. Post valve deployment, transesophageal echocardiography demonstrated at least mild to moderate perivalvular leak around the original prosthetic valve, but the valve-in-valve transcatheter replacement was functioning appropriately. After much discussion, it was felt that further manipulation of the newly implanted valve would not improve the pvl. The patient tolerated the procedure well and was transferred to the ICU in satisfactory condition. It was noted that the pvl may be addressed if the patient develops symptoms related to aortic regurgitation. It was felt that the patient was stable to be discharged. The patient was discharged home on pod #4.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm bioprosthetic pericardial aortic valve has been put under consideration for a valve-in-valve procedure after an implant duration of nine (9) years, eight (8) months due to aortic insufficiency. A non-edwards valve is expected to be used. The procedure has not been scheduled yet. No additional details were provided.